Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2012, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant result of 0.12 on a pt. On (B)(6) 2012, time: 11:00, test: drawn; 11:11, I-stat, result: 0.07; 11:30, I-stat, 0.12; 12:26, I-stat, 0.04. Pt was retested. On (B)(6) 2012 with a sample drawn at 09:35. At 09:37, I-stat, 0.00; 09:48, I-stat, 0.03. Based on the info available, there were no injuries associated with this event.